Event description:
The customer reported that the device showed a "power failure" and then a "system fault" message and the device was not functional.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.